Event description:
Customer stated a blood result of 300mg/dl was received approximately around 8pm. The customer took insulin based on the result. The customer stated they became so low they were barely conscious. Paramedics were called and they received a result of 41mg/dl. The customer was given sugar orally and other unknown treatment. No controls were in use and the customer store the glucose strips outside of the vial. A request was made for the return of the suspect device and replacement product was sent.